Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected prolactin result for one patient that was questioned by the physician as it did not match the patient's clinical presentation, generated by the unicel dxi 600 access immunoassay system. The erroneous result was reported out of the laboratory. Subsequent dilution testing produced non-linear results that indicated there is a potential hook effect interfering with this patient's sample. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The prolactin sample was collected in a serum tube with a gel separator. Centrifugation information has not been supplied to date. Per the customer, prolactin qc has been within the customer's established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.